Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. The set screw on the driveshaft was worn and the nose cone was corroded.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.